Event description:
Event description cpi received information that a patient was implanted with this implantable pulse generator (ipg) because of syncopal episodes. Cpi received holter monitoring strips from this patient documenting a two (2) minute pause in pacing on both the atrial and ventricular channels. The physician was not able to reproduce the pacing pause with pocket manipulation. Examination of the system under x-ray did not reveal a lead continuity issue or a dislodgment. The physician elected to explant the ipg.